Event description:
It was reported that 3 syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the caps, needle hubs were detached too.

Manufacturer narrative:
H.6. Investigation: customer returned photos of loose 1/2cc syringes. Customer states that when removing the caps, the needle hubs were detached too. The attached photos were examined and exhibited one syringe with the hub-needle/shield assembly slightly separated from the barrel. A review of the device history record was completed for batch# 8186590. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. H3 other text : se h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the caps, needle hubs were detached too.